Manufacturer narrative:
Investigation summary: our quality engineer visually inspected the returned unit and was unable to identify any physical or mechanical damage to any of the unit's components. Leak testing was then performed and no leakage was observed throughout any portion of the device. A review of the device history records revealed no irregularities during the manufacture of reported lot number 6271689. We were unable to determine a root cause for this event based on the provided sample. After evaluate representative sample visual and functional we cannot associate the defect to manufacturing process. Conclusion: this reported defect is not common in our process, because during the manufactured of this product, only we placed clamp slide on pvc extension tubing and this component never is clamped in the tubing. No sharp objects are used for the manufacturing of this product. Clamp slide (cavity # 9) was reviewed visually and no burrs were found. We have tried of duplicate this defect clamped on several occasions, however the results have been negative. Based on investigation results to date, root cause for manufacturing process cannot be determined. No CAPA was opened since this issue could not be confirmed as manufacturing related.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after successfully puncturing, the nurse found blood leaking from a 24g x 0.75 in. Bd saf-t-intima¿ integrated safety catheter system. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: investigation summary: no sample of photo was returned for evaluation. No sample retention for saf t intima product. This is the second complaint reported with the lot number 6271689 for saf t intima. However, this is the first complaint reported with tubing broken. DHR for lot number 6271689 was reviewed and no qns or other events were related to the complaint stated by the customer. Material 383312 with lot number 6271689 was manufactured on october 6, 2016. According to sampling plan applied for product performance, this lot was accepted and released. During this batch 1025 samples were taken by qa tech, for performed leak test between connections the product in final assembly, no leaks were found. All relevant information during the DHR review shown that meet all established manufacturing criteria. Without sample or photo received it is difficult to find an exactly root cause of this issue. Investigation conclusion: without defective sample or photo for us is very difficult to determinate the root of cause for this reason we were not able to associate the reported defect to the mfg. Process. DHR did not showed evidence of an issue related to the reported by customer. During this assembly not sharp objects are used and clamp slide only is placed within of the pvc tubing never is clamped. This defect is not common in our process.